Manufacturer narrative:
Additional information: estimated based on the information provided. The device was not available; therefore, product testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye cataract plus trabecular micro bypass stent procedure, the surgeon could not locate/visualize the stent where it was implanted during examination. The surgeon suspects that the stent dislodged and remains in the patient¿s eye. There was no medical or surgical intervention performed and no injury to the patient. Through follow-up, it was reported that the surgeon is unable to visualize the stent and the patient is being monitored. There has been no adverse impact to the patient.